Event description:
The hcp reported the pt had missed a refill and was experiencing withdrawal symptoms including increasing pain, nausea, and vomiting. The pump was refilled. The pt is reported to have recovered without sequela.